Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead had become dislodged. The lead was revised successfully. No adverse events were reported.